Event description:
It was reported that the alert tones from the device were unable to be heard when they were being demonstrated to the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.